Event description:
It was reported that the patient had an inappropriate shock due to a supraventricular tachycardia. The heart rate was faster than the device programmed rate cut-off for the shock zone, so therapy was provided. Technical services discussed programming the rate for the shock zone. The clinic has now reprogrammed to shock zone to 250bpm. There were no additional adverse patient effects. The system remains implanted.